Event description:
The clinician reports, that the implant was inserted (B)(6) 2010 in ada 30 of the patient's mouth. On (B)(6) 2019, loss of osseointegration of the implant was verified. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: peri-implantitis, swelling and inflammation. No further patient complications were reported.